Event description:
It was reported, that during a da vinci-assisted total benign hysterectomy surgical procedure. Image is out of focus, and looks like 3d calibration is off. Customer stated, it seemed the left eye was blurry. Logs do not reflect any related information. The customer stated, they swapped scopes with no resolve. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer attempt to clean the camera head lenses with no changed. Customer stated, the issue seems more electronic than a smudge or fogging. Customer explained, the issue was almost like double vision in one eye. The left eye was fine, but the right eye looked off. Tse had the customer aim the camera with no scope at a paper on the wall, customer mentioned just the right eye looked off in both consoles. Customer was unable to see a difference when switching between left and right eyes on the vision tower. Tse had the customer power down, cycle the breakers. While powered off, tse had the customer swap out the camera head and the camera cable. Tse then had the customer power back up and perform 3d calibration and white balance. Customer reported the same issue. Tse attempted to have the customer change the video setting, but the customer elected to convert the procedure to laparoscopy. Tse was unable to ask if the other system was available. The procedure was converted laparoscopically, with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. On site testing found the user could not fuse image. After power cycling the system left eye video was found to be intermittent. The fse believed the left camera control unit (ccu) in dual camera ccu (doco) was starting to fail, so fse replaced the ccu to resolve the issue. The system was tested and verified as ready for use. Isi received the camera control unit (ccu) involved with this complaint, and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed, the customer reported complaint. The printed circuit assembly (pca) tech was able to replicate the reported problem by installing this board into system and running 10 minutes sine cycle, 20 power cycle. After power cycle, there was left eye video loss and video was intermittent. The left ccu was bad, needed to be replaced. Also, ccu right down (B)(4) and needed to upgrade ccu right to (B)(4). The complaint regarding image was out of focus and looks like 3d calibration was off, was confirmed by field service evaluation and failure analysis, which indicated that the device did contribute to the reported event.